Event description:
It was reported that the patient had his artificial urinary sphincter balloon component was removed , due to an unspecified reason. A new artificial urinary sphincter 61-70 cm balloon was implanted as well as a 4.5 cm cuff was added, as indicated by the y-connector that was used.